Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient had a chest x-ray from 18 months ago showing the ins header was facing towards the feet and they had a recent x-ray that showed the header was facing toward the head and there were several loops in the pocket. No patient symptoms or further complications were reported as a result of this event.